Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose with blood glucose as low as 59 mg/dl at the time of the incidents. The customer was at 122 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer had eaten and should have been higher than their current reading. The customer believes the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Possible over delivery anomaly not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.